Manufacturer narrative:
(B)(4). Associated products : item#:110018418; hdls cmpn scr 2.5x16 ns; lot#:unknown. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020 -02714.

Event description:
The event was collected during a retrospective study to collect data on the headless compression screws and twist-off screws. The site has reported this event: suffering from tendons under foot. Toe pulls upwards. The relation to the device, instrumentation or procedure are reported as: uncertain. No revision planned at this time as the surgeon has prescribed new insoles.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. Device did not cause or contribute to the event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.